Event description:
Customer stated that there was a black fluid flowing out of the hose. There was no pt involvement and adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device eval confirmed excessive oil discharge from the diffuser block end of the motor assembly. Oil build up can occur in circumstances where the supply gas is over poor quality or proper cleaning techniques were not applied.